Manufacturer narrative:
The technician investigated and the account stated that the side rail had unlatched and the pt fell out of the bed. The pt's daughter had lowered the side rail and did not latch the side rail when she put the side rail in the up position. The user manual states when you put the side rail in the up position you will hear a click when the side rail latches. The nurse stated that the pt complained that her arm was sore but no treatment was provided.

Event description:
The account alleged the side rail broke and the pt fell out of the bed. The account alleged the pt had leaned against the side rail, the pt fell. The nurse stated that a family member had lowered the side rail and when they raised the side rail they did not latch it.